Event description:
It was reported that the patient underwent a gynecological procedure, mesh, sparc and pinnacle mesh were implanted. It was reported that she experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that following insertion, the patient experienced pain, erosion, urinary/bowel problems, organ perforation, bleeding, recurrence, vaginal scarring and other non specified outcomes. It was reported that the patient experienced pelvic organ prolapse, pelvic pain, pain during intercourse, infections, retention, leakage, vaginal discharge, recurrence of prolapse, inflammation and bowel leakage and underwent surgery for excision of vaginal tissue and placement of pinnacle [boston scientific] on (B)(6) 2011. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 07/28/2016.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, urgency, painful urination, and dysuria.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of anterior & posterior repair with graft interposition, iliococcygeal fixation with site-specific posterior repair and cystoscopy performed during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.